Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume folfusor overinfused during infusion of fluorouracil. The device completed infusion in 24 hours rather than the expected 46 hours. The event involved a patient with no patient consequences. No additional information is available.